Event description:
A dialysis facility reported that a pt became hypotensive during a dialysis treatment and was given a total of 2150 ml of saline. There was reportedly an excessive fluid removal of 2.6 kg. The pt was admitted to the hospital for hypotension and shortness of breath. There was no serious pt injury.